Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. As returned, the two sides of the t-slot feature have fractured. Dimensional analysis wherever measured are conforming to print specifications. Material hardness measured was conforming to print specifications. The device was manufactured in sept 2009 with approximate field service age of 8.5 years. It is unknown how many times the device was used. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The event occurred in (B)(6).

Event description:
It was reported that during a surgery, when removing the femoral stem, after attaching the stem extractor, it was noted that the instrument was damaged. No broken pieces fell into patient. Attempts have been made, and no further information has been provided.